Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the competitor device and right ventricular (rv) lead noted high out of range impedance measurements, noise, oversensing and pacing inhibition up to five seconds. As this patient was pacemaker dependent, the rv lead was surgically abandoned and the competitor device was explanted and replaced. No additional adverse patient effects were reported.